Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is inferred that the video connector was corroded by the user connecting the scope with the electrical contacts of the video connector not dried sufficiently, or by the user receiving and cleaning the video connector, resulting in unstable connection of the electrical contacts, resulting in a phenomenon in no image. It is speculated that it was generated by the user hitting a hard object and giving a strong impact. As stated on the IFU (instruction for use) the user manual states: do not soak in water, autoclave, or gas sterilize the video system center and accessories. These methods will damage them. Do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. The device was observed with corroded video connector unit pins causing unstable flickering/no image when the cable is being moved. Scratches on top unit cover were observed. The device was found with outdated software version and needs to be upgraded. The identified parts were replaced, the device was repaired. The software was upgraded, once completed, the device was tested and passed required testing and specifications. Based on evaluation findings the reported issue was due to corroded video connector pins. Probable cause could be due to maintenance handling issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an asset return inspection the device was observed with corroded video connector unit pins causing unstable flickering/no image when the cable is being moved. There was no patient involvement on this event. No user injury reported.